Manufacturer narrative:
Results of investigation: the carefusion service center received the suspect 3100b driver assembly, and evaluated the driver assembly. An evaluation of the driver assembly could not duplicate the reported issue of the mean airway pressure (map) fluctuating and reading 12 cmh2o with an open patient circuit. Therefore, no component root cause can be determined at this time. The carefusion failure analysis (fa) laboratory agreed with the service center assessment and determined that no further investigation was warranted. The fa laboratory reported that the driver assembly is not related or the cause of the reported event.

Event description:
The customer reported that the mean airway pressure (map) was fluctuating while the device was in use on a patient. There was no patient compromise. The customer evaluated the unit and found that the stopper was out of the unit and the map was reading 12 cmh2o. The customer found a lot of condensation in the tubing above the pressure transducer and the unit is overdue for the 6 year/8k preventative maintenance.

Manufacturer narrative:
Results of investigation: the carefusion service center received the suspect 3100b driver assembly, and evaluated the driver assembly. An evaluation of the driver assembly could not duplicate the reported issue of the mean airway pressure (map) fluctuating and reading 12 cmh2o with an open patient circuit. Therefore, no component root cause can be determined at this time. The carefusion failure analysis (fa) laboratory agreed with the service center assessment and determined that no further investigation was warranted. The fa laboratory reported that the driver assembly is not related or the cause of the reported event.